Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and explained that some issue caused the device to go into retry which may account for the change in remaining longevity. The consultant suggested programming the output to fixed as threshold measurements are stable at this time. The patient will be followed in six months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed a remaining longevity of 2.5 years and six months later the remaining longevity is less than .5 years despite having a magnet rate of 100ppm. The caller stated that there were no programming changes made at the last follow up visit; however, it was noted that automatic capture (ac) in on and the output is at 3.5v. No adverse patient effects were reported.